Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had reached normal elective replacement indicator (eri). During the replacement procedure, it was noted that the device exhibited several three to six second pauses, possibly as a result of oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had reached normal elective replacement indicator (eri). During the replacement procedure, it was noted that the device exhibited several three to six second pauses, possibly as a result of oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4092 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.